Event description:
It was reported that prior to starting a da vinci si surgical procedure the protective coating of the permanent cautery hook instrument was peeling off. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported complaint of the protective coating peeling off. The instrument was found with the ceramic sleeve broken completely off the cautery hook base, exposing the tip connection point of the yaw pulley. The evidence was not conclusive, but damage is likely due to excess contact directly on the sleeve. The instrument has 4 uses remaining. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.